Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient died. The manufacturer was made aware of this complaint through a representative of the customer. On oct-05-2023, additional information was received indicating the previously reported information was provided to the manufacturer on nov-24-2021. The centre for home ventilation (ctb) contacted the manufacturer asking for a device replacement of a deceased patient. The manufacturer advised the reporter to check with the distributor when a replacement device would be available. The manufacturer received a statement from ctb confirming that the device will not be returned since the patient was already deceased and the family would like to keep the device as evidence for legal purposes. To date, the manufacturer has not been able to fully investigate whether the use of the device may have attributed or led to the patient¿s death. Due to the device currently being in possession of the patient¿s family, no further investigation can be performed on the device at this time. If any additional information is received, a follow up report will be submitted.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient died. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned to the manufacturer.